Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a posterior spinal fusion performed by dr. (B)(6) on (B)(6) 2020. Most proximal screw on right side of construct broke in the mid-shaft in the months following. Removed portion of screw on (B)(6) 2020 and used a band in it's place in the revision. No additional patient consequences were reported.